Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home with a new power module (pm) and while in the process of going from the pm to batteries the pt disconnected the black lead and got a steady red heart alarm with a pump stopped message. Pt reported feeling symptomatic and quickly changed to batteries in which the event was resolved. Pt then went from batteries to a back up pm cable and there was not further issue.

Manufacturer narrative:
The pt remains on lvad support with the back up power module pt cable. The cable was returned to the MFR, and is currently being analyzed. A supplemental report will be submitted when the MFR's evaluation is completed. No further info is available at this time.